Event description:
Reference MFR report: 3006705815-2019-01638. 3006705815-2019-01640. It was reported that the system was explanted, which addressed the issue.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report: 3006705815-2019-01638. 3006705815-2019-01640. It was reported that the patient was experiencing ineffective stimulation. Surgery may occur to address the issue.

Manufacturer narrative:
The aware date in the previous additional report should have been 02 may, 2019 instead of 04 may 2019.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01638; 3006705815-2019-01640.